Event description:
My husband resumed using the philips dream station CPAP machine in summer of 2020 and began severe coughing episodes, expectorating blood. We contacted his doctor. A cat scan revealed stage 4 lung cancer. He began chemotherapy/keytruda in october of 2020 and was dead by (B)(6) 2021. He never smoked. His oncologists were shocked and at a loss. Shortly after his death we received a notice from philips stating that the dream station CPAP machine could cause "toxic carcinogens directly into the airway" as a result of foam degradation. I would like the FDA to know that there are likely hundreds of thousands of users of the philips dream station CPAP machine that have either died and/or developed lung cancer as a result of the foam degradation in these machines. This is being grossly underreported and under investigated.